Event description:
0n 3/16/93, device "died" within minutes of use. Batteries were changed twice and both times the machine went off within 30 seconds. On 3/25/93, the device "died" after one minute of use and the "check electrodes" prompt would not clear from screen even though user electrodes were checked several times. On 8/16/92, device shut off on its own while monitoring pt. On 8/16/92, device shut off every one to two minutes. User changed batteries. On 11/9/92 device shut off after approx 20 - 30 seconds. Tried to turn device back on but was unable to. On 11/4/92 monitor shut down. Device was checked and appeared intact. On 10/28/92 and 9/9/92 a similar incident occurred. Two devices were returned to co and were thoroughly tested to all device specs by qa engineer, who found the units to be fully compliant while operating normally through all tests completed. The devices were powered on over 15,000 times each without observing any unusual performance. Finally, co's svc dept evaluated the performance of the devices. As a final precaution, they calibrated them, and successfully conducted a functional arrhythmia test without any performance deviations or irregularities. The monitoring electrodes mfg by another co were found to result in very high impedance readings which caused the devices to respond with check electrodes prompts. As described in the operating instructions manual, after powering the device on, "the unit will be turned off automatically after two minutes if it is allowed to remain with the 'check electrodes' message." This feature was incorporated to prevent inadvertent powering on of the device from depleting its battery while unattended.